Manufacturer narrative:
(B)(4). Date sent: 6/5/2023 b3: only event year known: 2023 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images and videos were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid resection ¿ side to end anastomosis the stapler was handled fully according to IFU, including 15 sec pre-compression, small additional tightening, fired successfully with audible click and tactile feedback. Device was fired by an or-assistant with significant experience in doing. Assistant was unable to remove the device, for the anvil could not pass through the lumen of the anastomosis, so device was opened all the way. Removal of device was still almost impossible, so a lot of pressure had to be put on the anastomosis. Finally, device could be removed successfully, but do to strain on the staple line it was deemed to weak. Therefore a part of the colon was resected in order to make a new anastomosis. Donuts were fully intact. Another stapler was again handled fully according to IFU, same as first time. Removal of device was still difficult, but finally performed successfully. Donuts were fully intact. The staplers were inspected afterwards and personnel noticed that anvil did not fully close onto cartridge. Additional colon had to be resected in order to make a new anastomosis. The procedure was prolonged 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 291c29. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the device by turning the adjusting knob counter clockwise until the anvil shaft is fully exposed. Remove the anvil to expose the device trocar. Retract the device trocar by rotating the adjusting knob until the device trocar is no longer exposed. Look at the tissue compression scale and ensure the indicator is not in or near the green zone. The device may also be inserted without removing the anvil if the preferred application is a sutured purse-string technique. In this case, however, prior to insertion, ensure the anvil is properly attached and the device is fully closed by rotating the adjusting knob clockwise. Insert the anvil into the lumen using either the open lumen purse string technique or the closed lumen stapling technique, double or triple stapling technique, ensuring the tissue is located at the suture tying notch. With the anvil removed and the device trocar retracted until it is no longer exposed, insert the device up to the closed lumen. Fully extend the device trocar and pierce tissue by holding the device while gently rotating the adjusting knob counter-clockwise. Continue to push the tissue down until the orange band is visible. Grasp the anvil and reattach the anvil by sliding the anvil shaft over the device trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 291c29, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023.